Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer¿s blood glucose level as the caller declined to answer whether it exceeded 500 mg/dl. Technical support provided pump reset information, assisted with the reset, and confirmed that the malfunction code did not recur after resetting. The customer was advised to continue using the pump and to call back if any malfunction code recurs.